Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. Device was received with faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 30 mg/dl to 40 mg/dl, 230 mg/dl and 380 mg/dl which was treated with boluses for high blood glucose and carbohydrates for low blood glucose. Customer was declined further troubleshoot for high and low blood glucose. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.